Manufacturer narrative:
Follow-up #1 date of submission 04/04/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 03/17/2014 with the following findings:a visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up with the appropriate audible and vibratory functions. The keypad cover was undamaged. The contrast and ¿up¿ arrow button responded intermittently while the ¿ok and ¿down¿ arrow buttons responded properly. Removal of the keypad cover found contamination under the ¿up¿, ¿down¿ and contrast button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿up¿ arrow button responded intermittently and required hard presses to elicit a respond. Patient reported that the keypad cover was undamaged and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.